Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) did not pair to the ilet pump after the sensor code was entered, while the sensor successfully paired to the user¿s mobile application. The user was guided to toggle the pump cgm setting between g6 and g7, after which the pump entered pairing mode and the user was informed of the pairing and warmup period. No symptoms, injury or adverse clinical effects occurred. Outcomes included user education and restoration of pairing functionality. Investigation included troubleshooting with guided device settings adjustments. Investigation of this case revealed that the pairing failure was isolated to the ilet prior to settings reconfiguration and was resolved through standard pairing procedures. It was concluded that the event was a pairing failure limited to the pump interface that resolved with troubleshooting.